Manufacturer narrative:
Examination of the returned instrument confirmed one of the four teeth broke off. Previous investigations identified a trend for the teeth breaking. A health hazard evaluation meeting was conducted on july 2, 2013 and identified a potential harm; documented in dva-108162-hhe via eco 437762, completed on september 25, 2013. (B)(4) was initiated on july 19, 2013 to determine root cause and corrective actions needed. The issue and harm was forwarded to the quality review board and determined no bond is required. In addition, a sales mail was issued to the us sales force on 10/01/2013 titled "locking screwdriver technique reminder" to reinforce the proper use of the driver (e.g. Keeping the driver in axial alignment with the screw and using the driver sleeve). These items are already contained in the surgical technique. No further action indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The locking screw driver has a broken peg.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.